Event description:
As reported by the user facility: customer reports under infusion "not running at current rate set" occurred during patient use, denies patient injury. Customer does not have any additional information. MFR - 9610825-2014-00142.